Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction (mi). The patient presented due to unstable angina. The 70% stenosed and 20mm long target lesion was located in the proximal left anterior descending with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of a 3.0x24mm taxus element stent using a ''t-provisional technique,'' resulting in 0% residual stenosis. After the index procedure and prior the patient's discharge, the patient experienced elevated troponin value and was diagnosed with a non-st elevation mi. An ECG revealed non-q wave mi without ischemic symptoms. There was no report of stent thrombosis or abrupt closure and the location of the mi is unknown. No additional treatment was done to treat this event. The patient was discharged the following day on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is user/use error. This is confirmed through complaint investigation that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. In this case the lesion was bifurcated which is contraindicated in the dfu. (B)(4).